Event description:
It was reported the customer went to the emergency room and subsequently hospitalized with a low blood glucose (bg) level of 30 mg/dl. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. Customer attempted to self-treat by consuming carbohydrates, eating peanut butter crackers and juice, however; was treated was treated intravenously with fluids of saline at the hospital. Customer was released from hospital on (B)(6) 2024 with issue resolved and no permanent damage. The customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.